Event description:
The device has been explanted on (B)(6) 2021 because of the extrusion of the electrode lead through the external ear canal. It is not known when the problem started. Everything was reportedly fine at the previous fitting session in (B)(6) 2021. There was no trauma and no sign of infection. The recipient was reimplanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. In addition device investigation revealed overload fractures in the active electrode, which could account for the high impedance channels observed in march 2021. Given the extent of damage present at the active electrode, electrical testing could not confirm the short circuit observed in 2017 and 2019. However, the damage found does not explain for the additional affected channels observed before explantation, which are most likely due to a partial migration of the active electrode out of the cochlear secondary to the observed extrusion. However, no information regarding the insertion status of the array at the time of explantation could be received. This is a final report.

Event description:
The device has been explanted on (B)(6) 2021 because of the extrusion of the electrode lead through the external ear canal.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.